Event description:
During the initial implant procedure, the insulation of the right ventricular (rv) lead became twisted during placement. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation twisted was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.